Manufacturer narrative:
(B)(4). The device was received, evaluated and visually inspected. The device passed the homechoice rite (return instrument test / evaluation) functional test. There were no problems found during an internal inspection . The assignable cause for rite test failure - ground bond was determined to be loose setscrew on the door post. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory technician determined that the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.